Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Moisture damage on keypad traces was noted during visual inspection. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 127 mg/dl. The customer stated keeps getting failed battery test and scroll button is not working. Customer insulin pump was exposed to moisture, was in a swimming pool less than 4 feet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.